Event description:
It was reported that the device was difficult to remove the 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for treatment. During withdrawal, a resistance was felt, but it was successfully removed from the sheath. The procedure was completed with a different device. There were no complications reported and patient is stable post procedure.